Manufacturer narrative:
This receiver can not receive patient info on two telemetry monitors/bed. Device exchanged and return of defective device requested for failure investigation.

Manufacturer narrative:
The device related to this complaint was returned and evaluated. The customer complaint was confirmed and the cause of the malfunction was identified. Replaced all 8 receivers with new ag version, which resolved the customer issue. The repaired unit was returned to the customer.

Manufacturer narrative:
.

Event description:
(B)(4).